Manufacturer narrative:
Product complaint # (B)(4). Batch #: r58y6f. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown . What healthcare professional fired the device and what is his/her experience with the device? Chief doctor and very experienced . Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Were staples malformed circumferentially or certain areas malformed? Please describe the shape. Unknown. How were the malformed staples confirmed? Recut the tissue and checked the staple line. Was it visually confirmed that the washer was completely cut? Was the completely separated cut portion of the washer observed? Yes. Were the donuts inspected? If so, please describe. Unknown. Why was the procedure converted from dixon to miles? Were there other contributing factors? As the remaining rectum was not enough to do dixon . What is the current status of the patient? Stable and left from hospital.

Event description:
It was reported: staples malformed. During the endoscopic colorectal surgery, after fired with audible feedback, noted some staples malformed. The washer was cut off. Changed dixon to miles. The patient is stable and left from hospital now.